Event description:
Clinic notes dated (B)(6) 2014 reported that the patient¿s seizures were more frequent post the anesthesia for one week. This was mentioned in the clinic notes after a reference to vns. It is unclear if the increased seizures after anesthesia was in reference to after vns surgery or a different procedure (and unrelated to vns). Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician. It was reported that the anesthesia was in reference to a CT scan that the patient had while being sedated. The increased seizures was not related to vns or a vns procedure.